Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constituent an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post subcutaneous implantation of the wise crt system pulse generator, the patient developed a hematoma. There is no evidence of active bleeding. This event was also resolved without any patient sequelae.

Manufacturer narrative:
The battery (B)(6) and transmitter (B)(6) were not returned to ebr for analysis and remain implanted. A lot history record (lhr) review was conducted for both the battery (B)(6) and transmitter (B)(6). No nonconformances were identified during manufacturing that would explain the reported event. The reported patient symptom of hematoma is a known potential adverse event associated with the implantation procedure and is described in the instructions for use (IFU).

Manufacturer narrative:
The model 4100 transmitter (s/n (B)(6)) remains implanted and was not returned to ebr systems for evaluation; therefore, visual inspection and functional testing could not be performed. A review of manufacturing and lot history records, including subassembly documentation, production test results, and sterilization records, confirmed that both devices met all acceptance criteria and were released in accordance with approved specifications. Hematoma formation is a known potential adverse event associated with implantable devices and is identified in the wise crt system instructions for use. Based on the available information, no evidence of device malfunction, performance issue, or manufacturing deficiency was identified that would have caused or contributed to the reported event. The investigation is complete, and no device-related root cause was identified.